Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2007, and a mesh was implanted due to incisional hernia. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent open repair of recurrent incisional hernia with proceed mesh on (B)(6) 2010 due to recurrent incisional hernia. No additional information was provided. (B)(4).